Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead was capped and replaced on (B)(6) 2018 due to an unspecified malfunction. No additional information was available.

Manufacturer narrative:
The lead was returned for unspecified issue.. External insulation abrasion breaching the outer insulation exposing the outer coil noted 39.1 ¿ 39.4 cm from the connector pin, consistent with friction to another device or feature of the heart.